Event description:
It was reported to medtronic minimed that the customer experienced bleeding and sensor break. The event involved product(s) mmt-7020a and mmt-7020a. Troubleshooting was performed and introducer needle fractured while in the body no further patient complications were reported. No product return is required for mmt-7020a. No product return is required for mmt-7020a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection. Found needle hub stuck at sensor base with the adhesive tape glue dot causing needle hard to remove from sensor as noted in the comments by the customer. Also, found sensor broken. In summary, the customer complaints for needle anomaly and sensor damage were confirmed due to needle hub stuck to sensor base. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.